Manufacturer narrative:
No sample has been received for analysis. 3m will continue to monitor. End of report.

Event description:
Received from(B)(6) : a patient developed a large rash on the cheek with use of 3m transpore white surgical tape was used to affix a tracheal tube after a laparoscopic total hysterectomy, performed under general anesthesia, for uterine fibroids. The rash improved within fifteen minutes after 40 mg of methylprednisolone sodium succinate for injection was administered intravenously.